Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26058.

Manufacturer narrative:
Results: the complaint was the complaint for ¿discomfort¿ was not confirmed. As received, the ipg revealed some instrumentation marks on the header and is consistent with explant procedure. No visual anomalies were observed that would have existed prior to explanting and could have contributed to the discomfort complaint. The ipg was tested to manufacturing specifications using the autotester and passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26058. It was reported the patient was experiencing discomfort at the ipg and lead sites for one month and requested her scs system removed. The patient underwent surgical intervention to remove the entire scs system which resolved the issue.

Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.